Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer called asking for assistance with the load process. Tandem technical support walked customer through completing the load and resuming insulin delivery. The customer's blood glucose (bg) level was elevated, but the customer did not know why. The customer declined high bg troubleshooting.